Event description:
A report was received that the patient was experiencing pain at the implant site. Swelling at the implant site was noted. The physician believed it was muscle related and not stimulation related. The patient was given injection for pain.

Event description:
A report was received that the patient was experiencing pain at the implant site. Swelling at the implant site was noted. The physician believed it was muscle related and not stimulation related. The patient was given injection for pain.